Event description:
Related manufacturer reference number: 2017865-2024-33401. Related manufacturer reference number: 2017865-2024-33402. It was reported that the patient presented in the clinic due to pocket infection and pocket erosion. The physician explanted the entire system ¿ pacemaker, atrial lead, and right ventricular lead. The patient was stable throughout.

Manufacturer narrative:
Device was returned due to infection and erosion. DHR sterilization confirmation was reviewed and no anomaly was noted. The device was received in normal working conditions with battery voltage above eri. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.